Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported during the implant procedure that the left ventricular (lv) lead dislodged during removal of the sheath and that the lead shape did not match well the patient's anatomy. Another lv lead was implanted. No patient complications have been reported as a result of this event.